Manufacturer narrative:
The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on (B)(6) 2013 via email by the polyform distributor (B)(4) that they have received a complaint on (B)(6) 2013 regarding a polyform product from a patient's legal representative. The complaint states that as a result of the polyform implant (date of implantation is unknown), a patient injury occurred. The patient is identified as "(B)(6)." Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6), USA. The physician who treated the patient is dr. (B)(6). A miniarc sling and monarc subfascial hammock were also implanted in the patient - date unknown.